Event description:
IV bolus was initiated on patient. Shortly after, rns noticed leaking from the pump. Fluid immediately stopped and disconnected to find a break in the IV tubing at the air filter clip that hooks into the alaris pump. Patient remains awake and alert and new bag of normal saline and new tubing obtained and re-initiated. Patient remains on cardiac monitor, will continue to monitor patient closely. Equipment failure: manufacturing defect found in IV tubing. Tubing discarded.